Manufacturer narrative:
Clinical conclusion: there is a possible temporal relationship between pd therapy on the liberty select cycler and the patient event of hypertensive crisis, fluid volume overload and dyspnea, however, it is unknown if the patient was in treatment at the time of the event or when the patient¿s last pd treatment was completed. The pdrn alleges that the machine did not work for the patient, but it is unknown what was meant by the statement. There is no direct allegation that the machine malfunctioned. It is unknown what caused the hypertensive crisis, fluid overload and dyspnea. It is unknown if the patient had any pre-existing comorbid conditions that could have caused or contributed to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. (B)(4).

Event description:
It was reported by a peritoneal dialysis nurse that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized (unknown date). Per the nurse, this patient has been experiencing unspecified blood pressure issues and that the liberty select cycler was not working for the patient. The patient was admitted for hypertensive crisis (unknown signs/symptoms), fluid volume overload and shortness of breath. Hospital course and patient disposition is unknown. It is unknown if the patient was in active treatment at the time of the event or if they continued pd therapy during hospitalization (unknown if any fresenius products utilized). Additional information was solicited.